Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Triathlon ps insert trial cracked when trying to put it into the joint.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon trial was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis was conducted on the returned device the report concluded: ¿the fracture occurred in fast fracture through the center of the device. The origin was found to be inside the material at the interface between the first and second injection molding shots.¿ a visual inspection was also conducted as a part of the mar which noted that the "the fracture origin was determined to originate inside the material at the junction between the first and second injection shots. The fracture originated on the tray side of the insert and propagated to the articulating side cracking the part through the middle of the device. The fracture progressed through fast fracture as indicated through the fracture morphology." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the reported device has been identified to be within the scope a CAPA.. The CAPA investigation concluded the parts are injection molded by mack medical. Lack of fusion areas were observed between the first and second shots of the two-shot trials.

Event description:
Triathlon ps insert trial cracked when trying to put it into the joint.